Event description:
It was reported that there was an issue with the customer's correction factor and basal rate settings. The customer's blood glucose level was 20 mg/dl. The customer consumed glucose tablets to address the low blood glucose level and did not require assistance from a third party. Technical support assisted the customer with updating the basal rate and correction factor settings, advising them to consult with their healthcare provider for further guidance, which the customer acknowledged.